Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred, and drawers 3.1 and 3.2 displayed a "device not detected on bus" error. Customer attempted troubleshoot with reboot and recover but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) performed troubleshooting, verified the operation in hardware test application and confirmed that the device allowed the user to access the drawer and no issues were identified. Customer stated that initially the system was rebooted and the drawer came back. The system functioned as intended after the field service engineer had investigated the device.